Manufacturer narrative:
H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned for evaluation. Provided images demonstrate the sample with undeployed stent outside patient; the grip section is not visible. The returned sample was found with used deployment mechanism but with correctly loaded stent. During device testing the stent sheath was found blocked over the pusher which caused break of the cassette post and subsequent deployment failure using all three modes. Provided images match the condition of the returned sample, and further confirm the reported issue. A manufacturing related issue could not be found. Based on the investigation of the provided information, the investigation is closed as confirmed for break of a force transmitting post inside grip leading to deployment failure using the grip. A definite root cause for the reported event could not be determined. The reported indication represents an off label use of the device. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instruction for use state: 'do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment. (...) If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system as possible and replace with a new unit.' Regarding pta the instruction for use state: 'predilation of the lesion should be performed using standard techniques.' Under required materials the instruction for use state 6f (2.0 mm) or larger introducer sheath, and 0.035 inch (0.89 mm) diameter guidewire. The lifestent vascular stent is indicated for the treatment of atherosclerotic lesions in the superficial femoral artery (sfa) and popliteal artery. H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure in the right common femoral artery, the stent allegedly did not deploy. The procedure was completed using another device. There was no reported patient injury.